Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. Further two channels were left outside of cochlea. The problems given in the recipient report appear to match the damage found. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
The user came in for routine mapping of the device. The user has been re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. In addition, an incomplete insertion was achieved at initial implantation surgery. Reportedly, two channels were left outside of cochlea. However, to determine an exact root cause a device investigation at the explanted device is necessary. No further steps are planned at the moment.

Event description:
The user came in for routine mapping of the device.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user came in for routine mapping of the device. The user has been scheduled to meet the surgeon to further discuss this matter.